Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) recommended to explant the device. Subsequently, the pacemaker was explanted and replaced. Additionally, it was indicated that the impedances have been gradually increasing. Technical services (ts) discussed that gradual rises are not indicative of fracture, rather something physiologic. Ts recommended to connect the lead to the pacing system analyzer (psa) during the device change and check thresholds; if higher, it was recommended to replace the lead. No out of range measurements were found and the lead remains implanted per physician discretion. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) recommended to explant the device. Subsequently, the pacemaker was explanted and replaced. Additionally, it was indicated that the impedances have been gradually increasing. Technical services (ts) discussed that gradual rises are not indicative of fracture, rather something physiologic. Ts recommended to connect the lead to the pacing system analyzer (psa) during the device change and check thresholds; if higher, it was recommended to replace the lead. No out of range measurements were found and the lead remains implanted per physician discretion. No additional adverse patient effects were reported.